Event description:
The flexible ureteroscope and sheath were removed, revealing the plastic coating in multiple areas of the sheath had disintegrated during the procedure. There was no evidence of damage to any of the other items used in the procedure. The cystoscope was re-introduced into the bladder and multiple plastic fragments were irrigated out. Reporting for unexpected product degradation. FDA safety report ID # (B)(4).